Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form ((B)(6) 2026). Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. The specific date is unknown. During the procedure, dilation balloon pop while inflating. The procedure was completed using another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.